Event description:
A 64-year-old male patient with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2024. On (B)(6) 2024, novocure was informed that when the arrays were removed an unspecified fluid leakage was observed that the spouse suspected was coming from the surgical resection site on the right side of the patient´s head. Reportedly, the patient went to the hospital and was prescribed unspecified antibiotics. Optune gio therapy was temporarily discontinued. The patient's spouse reported on (B)(6) 2024, that the patient had a seizure that morning, which improved when prescribed anti-seizure medication (levetiracetam). On (B)(6) 2024, novocure was informed that the patient was hospitalized since (B)(6) 2024, for removal of the skull bone due to the spread of infection. Post-operatively the patient received unspecified antibiotic treatment. The prescribing physician was contacted for further details without reply.

Manufacturer narrative:
Novocure medical opinion is that a contribution of the array placement to the wound infection cannot be ruled out. The seizure was unrelated to device use. Contributing factors for wound infection in this patient include: radiation, chemotherapy and prior surgery affecting skin integrity. Wound infection is an expected event with optune gio device use (ef-11 0% and <1% ef-14 optune arm).